Event description:
Patient underwent upper endoscopy for gi bleeding. During the procedure, an olympus bipolar probe (bicoag) was pushed out to be used. When the scope tip was adjusted (ie retroflexion performed), the tip of the probe snapped under the force of tip deflection, rendering the device unusable. The probe was then removed from the scope, at which point the tip came off entirely and became lodged in the channel. When another bipolar probe was passed (boston scientific gold probe), this pushed the tip back into the stomach. As the tip was blunt and small (and later concealed under blood), it was left in the patient's stomach to pass on its own; the broken bipolar probe was tossed at the end of the case. Olympus america center valley, pa 18034 us.